Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on it was reported that during readmission for renal failure, the patient received one (1) unit of packed red blood cells (prbcs) due to having positive guaiac stools. The patient had reportedly been off anticoagulants since the previous gastrointestinal bleeding (reference MDR-2018-33984 and MDR-2018-34035). Upon gastrointestinal (gi) consultation, an esophagogastroduodenoscopy (egd) performed on (B)(6) 2018 was normal. On 21nov2018, log files were submitted to technical services for analysis. It was reported that the patient was admitted to the hospital for decreasing urine output and elevated creatinine. There were no unusual events seen within the submitted log files reviewed by technical services. No further information was provided.

Manufacturer narrative:
Date of death: additional information the report type and report subtype has been updated to reflect the patient death.

Event description:
The account reported the patient was readmitted due to hepatic dysfunction. It was thought the source of encephalopathy was related to possible uremic, hepatic or sepsis. Blood cultures were negative. The patient was reportedly delirious and aox3 with no focal neurological deficits. Due to poor quality of health, the patients lvad was turned off. The patient expired on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files appeared to show the system operating as intended and a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported renal failure and gi bleeding could not be conclusively established through this evaluation. The account submitted system controller and lvad log files for review. The system controller event log file contains data from 13nov2018 at 23:42:20 through 21nov2018 at 10:59:17. No atypical alarms or trends in pump parameters were captured for the duration of the file. Calculated average flow ranged from 4.1-4.6 lpm. The fixed speed was set to 5400 rpm and the pump speed did not drop below the low speed limit of 5100 rpm for the duration of the file. The system controller periodic and lvad log files were also reviewed and no atypical events were captured. The system appeared to be operating as intended the heartmate 3 lvas IFU lists bleeding and renal failure as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information and correction from initial report. The previous gastrointestinal bleeds were referenced in MFR report #2916596-2018-03766 and 2916596-2018-03785.

Event description:
It was reported the video capsule endoscopy results from (B)(6) 2018 were negative per gastrointestinal consult. The patient received 6 total units of packed red blood cells. No additional information was received.